Event description:
Per the clinic, the patient experienced pain and swelling around the implant site. The patient was treated with antibiotics (type not reported) and subsequently underwent revision surgery to treat the infection. The implanted device remains.

Manufacturer narrative:
(B)(6). Implanted device remains.

Manufacturer narrative:
Per the patient's surgeon, the device was explanted on (B)(6) 2011, and the patient was reimplanted with another device on the contralateral side during the same surgery. This report is filed (B)(4) 2013.

Manufacturer narrative:
The device is not available for analysis. (B)(4).